Event description:
A surgeon reported that the postoperative refraction was "in minus" in four to five patients after bilateral intraocular lens (iol) implantation. Laser treatment was required. Add'l info has been requested but not rec'd to date.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Add'l info has been requested but not rec'd to date. (B)(4).